Event description:
It was reported that the asymptomatic patient presented with an alert that the device was in software reset mode. The device was explanted with no complications.

Manufacturer narrative:
.